Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It is reported that the patient's insulin pump displayed a button error. The patient's blood glucose level is 56/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.